Event description:
Event description guidant received information that a low impedance measurement was detected on the shocking lead and a 'shorted shocking lead error message was displayed on from the implantable cardioverter defibrillator (ICD).